Manufacturer narrative:
D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. Investigation summary: material #: 367955, lot/batch #: unknown. Bd received four (4) photos were for investigation. The photos were reviewed and the indicated failure mode for erroneous results-hbsag and poor barrier separation was not observed. The failure mode for missing gel was observed. In addition, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. Certain infectious disease assays, in this case hepatitis testing, are excluded from our protocols. Additionally no further clinical testing could be performed because the lot number is unknown. Therefore, at the present time, bd is unable to perform internal clinical testing. The sample was collected via diversion pouch from a whole blood donation into the 5-ml bd vacutainer® sst¿ ii advance tube, which was subsequently centrifuged at 7000 rpm for 30 minutes. Bd vacutainer® sst¿ ii advance 13mm tubes should be centrifuged 1300-2000g for 10min in a swing bucket centrifuge or for 15 min in a fixed angle centrifuge. The centrifugation conditions were not within the specifications outlined in the instructions for use. The authors suggested that the testing discrepancy is due to gel pieces that have dislodged from the separator gel and caused the relatively low reading and false reactive result for hbsag. The authors noted the limitation of not knowing the exact reason for the gel dislodgement. There is no evidence provided by the authors that the gel caused the testing interference. This complaint is unable to be confirmed erroneous results-hbsag and poor barrier separation. This complaint is confirmed for missing gel. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using a bd vacutainer® sst¿ ii advance blood collection tube in a literature review, a false reactive hepatitis b surface antigen result was obtained due to gel dislodged from the vacutainer. No patient impact reported.